Event description:
This is filed to report single gripper actuation issues. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip ntw was used, but during leaflet insertion, the anterior gripper did not drop. Troubleshooting was performed but was not successful. The clip was removed from the patient and replaced with another mitraclip ntw. The procedure was completed with 1 clip implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.